Manufacturer narrative:
The anomaly observed in the field was verified via review of the device diagnostics. The device's header wires were x-ray inspected; no anomaly was seen. The device was tested on uts (unity test system) and was functional. The system detected no anomaly and the device met all specifications. The impedance anomaly could not be reproduced and was undetermined.

Event description:
The hv lead impedance was out of range. The overall value was less than 10 ohms. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.